Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2014-00178 plate follow up 1.

Event description:
The surgeon implanted a clavicle plate along with an acu-sinch soft tissue repair system. One day after surgery, the acu-sinch anchor pulled out of the coracoid bone.

Manufacturer narrative:
(B)(4).additional MDR associated with this event: MDR 3025141-2014-00178 plate.